Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit was leaking after 15 minutes of use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit was leaking after 15 minutes of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The evaqua (expiratory) limb was visually inspected for damage and pressure tested. Results: the visual inspection revealed that there was a hole in the evaqua limb about 17 cm away from the proximal connector. The pressure test revealed that the circuit was out of specification due to leakage from the observed hole. A lot check revealed no other similar complaints for the lot number provided. Conclusion: based on the nature of the damage, it is likely that the evaqua expiratory limb was punctured during use. The hospital had indicated that the circuit had been in use for about 15 minutes before it leaked, which suggests that the damage occurred during use. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).

Manufacturer narrative:
(B)(4). The complaint rt340 breathing circuit is en route to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow up report upon completion of our investigation.